Manufacturer narrative:
Unit received with blank display due to corroded battery tube and battery cap contact. Unable to verify button error alarms or button anomaly due to blank display. Unit received with cracked case at lcd window corners and battery tube threads. Unit received with scratched lcd window. Unit received with missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 126 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.